Event description:
Pt reported a lot of the soft cannulas on the infusion set from this box are leaky. Pt stated after a short time the self-adhesive was wet and sometimes the soft cannula was bent. Pt reported the infusion site area was visible for a long time, red, and sometimes bloody. Pt stated with infusion sets from a different box, there were no problems. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.